Manufacturer narrative:
On may 08, 2024, mentor received the following additional information. Mammogram imaging indicated a deflated left breast implant. During a consultation with a medical professional, she was diagnosed with bilateral breast ptosis in addition to the deflated left breast implant. Another file was generated to document the contralateral event. This report is for the left breast prosthesis. The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Reason for device explant and/or reoperation: anisomastia manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 500cc mentor smooth round high profile saline breast implant prosthesis. Post-operatively, the patient reported experiencing a deflated left breast implant. Mammogram imaging and a consultation with a medical professional were conducted. As a result, the patient underwent bilateral removal and replacement with 600cc mentor memorygel breast implants on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).